Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the second syringe dropped out of the double syringe without any twisting or pressure following a blood draw, resulting in spillage of specimen fluid. No further information provided. Further information requested. Additional information obtained 6/16/2020: procedure was a blood draw and prp injection. The procedure was performed in the surgeon's office. The spillage of specimen fluid was cleaned with sani-wipes and disinfectant. The specimen fluid came in contact with the mid-level provider who was using the device, only on clothing and arms. Provider was wearing gloves/ppe. The facility has provided a lot number (930598580) which does not match the part number provided (abs-1001) with the original report. It has been determined that the correct part number is abs-10011.